Event description:
Customer reported that their pump was no longer functioning and displayed a malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Cts planned to follow up on the report, but no additional information was received regarding further actions taken or outcomes of the event.